Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Block h11: a flexima biliary stent and delivery system was returned for analysis. Visual examination of the returned device found the guide catheter broken and kinked. In addition, the push catheter was also buckled, and the push catheter suture hole was torn. No other problems were noted to the stent and delivery system. Product analysis confirmed the reported events of push catheter buckled material and catheter guide break. The investigation concluded that the reported events and additional observed damages were most likely due to procedural factors encountered during the procedure. It is possible that tortuosity encountered during the procedure and/or the excessive force applied to pull the device, limited the performance of the device and contributed to the reported event and observed damages. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was to be implanted to treat bile duct stenosis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. The patient's anatomy was tortuous. During the procedure, the stent was attempted to be deployed; however, the outer catheter shrunk and wrinkled, and the inner catheter was detached at the proximal release part. The guide catheter remained within the push catheter, enabling the delivery system to be removed in one piece. A different stent was used to complete the procedure. There was no patient injury reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was to be implanted to treat bile duct stenosis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. The patient's anatomy was tortuous. During the procedure, the stent was attempted to be deployed; however, the outer catheter shrunk and wrinkled, and the inner catheter was detached at the proximal release part. The guide catheter remained within the push catheter, enabling the delivery system to be removed in one piece. A different stent was used to complete the procedure. There was no patient injury reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.